Event description:
It was reported that stent damage occurred. The 90% stenosed, 4.0-4.5mmx12-16mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element stent delivery system (sds) was returned for analysis with the hub/manifold missing. A visual examination of the stent found that the stent struts were damaged on the two most distal stent strut rows with stent struts lifted and misaligned. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hub/manifold was not returned for analysis and a hypotube break was noted at the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 4.0-4.5mmx12-16mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.